Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reey0298 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a PICC line was placed on (B)(6) 2021 on a patient with crohns. She was discharged from hospital a few days later with the line in situ, on the 29th the line was unable to aspirate and the patient went to oncology and had urokinase inserted. On the 30th the line could only be aspirated if her arm was in a certain position. On the 7th the line was flushed and the flush came out of the site so the line was removed. When the line was removed there was a split at approx 16cm, the PICC had been put in at 10cm. The line had only been in for 28 days.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a subcutaneous leak in the catheter was confirmed but the cause is unknown. Two photographs and an x-ray were returned for evaluation of this complaint. Both photos were of an explanted 4fr s/l powerpicc solo catheter. The catheter shaft contained a semi-circumferential split located between the 16cm and 17cm depth markings. The catheter material on the terminating ends of the split contained white discoloration, indicating material stress in these locations. Some residual material from product use was visible on the catheter shaft, distal of the molded suture wings. A chest radiograph was also returned for evaluation. The x-ray showed a peripherally inserted catheter with the tip overlaying the svc. The catheter appeared to have been secured in place using a securacath or similar securement device. A kink was seen in the catheter distal of the securement device. The distance between the securement device and the kink was marked on the x-ray as 16mm. The kink in the catheter likely resulted in the positional occlusion reported with the complaint. Possible contributing factors for the split in the catheter tubing could include material fatigue from a repetitive kinking. The IFU cautions, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported a PICC line was placed on (B)(6) 2021 on a patient with crohns. She was discharged from hospital a few days later with the line in situ, on the (B)(6) the line was unable to aspirate and the patient went to oncology and had urokinase inserted. On the (B)(6) the line could only be aspirated if her arm was in a certain position. On the (B)(6) the line was flushed and the flush came out of the site so the line was removed. When the line was removed there was a split at approx 16cm, the PICC had been put in at 10cm. The line had only been in for 28 days. The PICC was discarded.